Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s): no". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, abdominal pain, metrorrhagia, allergy to metals, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2006 now it is reported as (B)(6) 2006. Plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, bladder/urinary problems, fatigue, vision problems, weight gain, ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Previously reported ¿injury¿ was replaced with new specific events: pelvic pain, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, nickel allergy, bladder/urinary problems, vaginal infection, vaginal discharge, fatigue, vision probs, weight gain and essure confirmation test not performed. Patient underwent an ablation. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.